Event description:
It was reported that the asymptomatic patient presented in clinic after receiving a patient notifier for back-up vvi. A successful device download was performed. Upon reinterrogation, the device went into back-up vvi mode again. A second device download was performed and device was restored to normal operation. The patient will be monitored remotely.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory. Review of the device image indicated the device entered bvvi mode on (B)(6) 2014. The reset was reproduced during temperature chamber testing. The root cause of the resets was an anomalous component on the hybrid.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the device went into an unrecoverable back-up mode and was explanted and replaced. There were no complications for the patient.